Event description:
It was reported that the folder was sealed into the outer package. This was noted prior to use on a patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The foil package was confirmed as having the folder in the seal.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.